Event description:
Upon receipt of the device, the service tech reported that the oxygen sensor was not allowing the epgs system to calibrate. Since the event occurred out of box, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.